Event description:
The reporter stated that the pt presented in back-up mode upon inquire. The reporter indicated that the pacer evaluation was within normal limits when his partner checked the pt on 1/11/1999. He doesn't know if the pacer was checked with a programmer or with a magnet only. He also did not know the previous programmed parameters or the telemetry data. There is no capture and asynchronous pacing on the electrocardiogram. The device is going to be replaced and returned for analysis.